Manufacturer narrative:
The customer's glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the cable and was able to confirm the reported issue. When connected to verathon's test equipment, the cable experienced intermittent loss of image. Visual inspection identified the cable's hdmi connector was loose. The customer's cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the customer's cable was scrapped due to being unrepairable. The customer was provided a replacement cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the video signal was unstable and intermittently cut out. No procedural delay, use of a back-up device, or harm to the patient was reported.